Event description:
Approx 2 weeks after closure pt reports she began seeping clear fluid from her wound which rapidly became thick, sticky, purulent pinkish, yellow/brown in color with a pungent odor. The pt's wound began swelling, becoming reddened/firm and warm to touch. The pt reports post operative infection which required 3 courses of oral antibiotics and 3 subsequent operative procedures for wound debridement and closure. No wound cultures and sensitivities were completed by surgeon.

Manufacturer narrative:
There were 2 possible lots involved in this event. Lot# m260270 - exp date. 10/31/2009 ,mfg 10/2007. Device not returned to manufacturer. Sterilized samples have been requested and will be tested if available.